Manufacturer narrative:
The iol was not received for analysis. Prior to market release, the device met all specifications. While we were unable to determine the cause of damage to the haptic, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that the patient's intraocular lens dislocated 2 months after the implant. During the procedure to reposition the lens, the physician observed that one of the haptics was kinked necessitating removal and replacement without complication of the damaged lens with another of the same model and diopter.